Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported at one day post-operative visit intraocular lens (iol) was decentered and found to have a broken haptic. Representative indicated iol was explanted and replaced. Additional information was requested.